Event description:
The caller reported a malfunction on the pump, specifically a malfunction code identified as malf 12, caused by a momentary power loss to the vibrator motor. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump and assisted the caller in doing so, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the malfunction code appeared again.